Event description:
It is reported that the patient, diagnosed with hepatic encephalopathy, was transferred from another hospital with digni shield in place (length of time unknown). The digni shield was removed and replaced with the flexi-seal signal on (B)(6) 2014 and remained in place for fifteen (15) days. The flexi-seal was removed on (B)(6) 2014 related to rectal bleeding with significant blood loss (bleed approximately 1.2 liters) resulting from the balloon being overfilled with 100cc of fluid. It is referenced on the fms questionnaire that "75 cc of fluid were removed." It is further reported patient was administered blood transfusion of four (4) units packed red blood cells (rbcs) and platelets to control the bleed. Lastly, reports states the patient is in stable condition at the hospital awaiting a liver transplant.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number available as product was discarded by complaint. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Reported to the FDA on july 23, 2014. Note: the actual date of event is unknown, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.